Manufacturer narrative:
Sections d4, e1, e3, h4: additional information. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented with chills and discomfort on (B)(6) 2018 since unit change. The crp value was 3.4 mg/dl. This event occurred since cardiac resynchronisation therapy (crt) and was not device related. The type of infection could not be confirmed. On (B)(6) 2018, the patient experienced chills and temperature increase. There was cutaneous perforation in the subclavicular area. Antibiotics were given to the patient. The event resolved on (B)(6) 2018.